Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that patient received what they thought to be a maximum settings message that dismissed before they could read it. Patient stated that due to recent events they have not charged their stimulator, and they didn't realize that their stimulator was almost depleted. Today, they went to charge the implant and it was less than 10%. Patient said it took quite a while to charge. When they put the battery charger back on the dock, they used the communicator to ensure the device was turned on. Patient got the maximum settings message at that time. Patient was on program 3 at 0.4 volts and there was an orange explanation point next to their amplitude. During the call the patient decreased their stimulation to 0.3 volts and then increased to 0.4 volts and the explanation point went away. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed that messa ge was likely related to ins battery almost depleting. Patient mentioned medical history and said they just got out of the ER because they had bad respiratory problems. Patient said they had a tumor removed and then they got covid. Patient also said when they were in the hospital, they did some cat scans and they found that their bladder was distended. Patient also mentioned historical event and stated that last time they increased their stimulation, they got zapped.